Manufacturer narrative:
(B)(4). Date sent: 9/20/2024. D4: batch # unk. H10: health effect - clinical code gastrointestinal system (e10). The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, a response has not be received. Should additional information be received, a supplemental report will be submitted. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Does the surgeon believe the tissue was thick in the patient? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that surgeon was attempting colorectal anastomosis with cdh29p. He called rep because the orange bar was not coming down into the green zone. Rep explained that it would not fire unless the bar was able to enter the green zone. The surgeon reports that at that point, he tightened the closing knob until the orange bar was in the green zone, near the top edge. He mentioned that it required a significant amount of torque to tighten to that extent. He fired the device and used 2.5 ccw revolutions of the knob to extend the anvil. The device was removed from the patient, and anastomotic rings were checked and were both complete. The break-away washer was cut completely. Upon inspection of the anastomosis, it was determined that the staple line had failed and the anastomosis had come apart. The surgeon stated that the staples appeared to have not formed, and that the staple legs were essentially straight. The surgeon ended up sewing the anastomosis robotically and created a loop ileostomy to reduce risk of anastomotic leak. The surgeon also mentioned that the patient is diabetic, and so at a higher risk of leak. Patient will require ileostomy reversal at future date surgery was completed successfully with a delay of 180 minutes.

Manufacturer narrative:
(B)(4). Date sent 10/22/2024. D4 batch #939c26. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis revealed that the cdh29p device arrived with no apparent damage. Further review of the device identified; staples were not present, the breakaway washer was concentrically cut, the backlight of the device illuminated when a test battery was inserted, and the green checkmark was also illuminated. All these observations conclude the device had been fired. During analysis, the adjusting knob was rotated and the device moved across the operable range, multiple times, with no difficulty observed. The device was tested for functionality, and it fired and formed staples as well as completely cut the test media and the breakaway washer. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure tissue thickness lays flat and is evenly distributed within the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Open the device by turning the adjusting knob counter clockwise until the anvil shaft is fully exposed. Remove the anvil to expose the device trocar. Retract the device trocar by rotating the adjusting knob clockwise until a stop is reached. Check the device trocar to verify that it is fully retracted before proceeding. If excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the device in this condition may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The difficulty in rotating and closing the device as well as the malformed staple issues reported could not be confirmed based on the device; being easily closed, ability to be moved across the operable range, firing and forming all the staples as well as completely cutting the test media and the breakaway washer without incident. A manufacturing record evaluation was performed for the finished device batch number 939c26, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/14/2024. Mw # (B)(4).

Manufacturer narrative:
(B)(4). Date sent: 10/11/2024. Additional information was requested and the following was received: what were the indications for surgery? Recurrent diverticulitis. What surgical procedure was performed? Robotic sigmoid colon resection (added diverting loop iliostomy due to complication). Did the patient receive any preoperative chemotherapy or radiation? No. Does the surgeon believe the tissue was thick in the patient? Not any thicker than typical. Were there any issues experienced with the device in the initial surgical procedure? Yes. It didn¿t form the staples correctly. The surgeon could see anvil inside the abdomen upon opening the device. The whole anastomosis fell apart. All staples failed to form a b shape. What healthcare professional fired the device and what is his/her experience with the device? The surgeon, dr. (B)(6) fired the device, he is very experienced with the device and has used with excellent results since launch. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? High b. Just below the top of the range. The surgeon estimates 20% below the high b end of the green zone. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Greater than 60 seconds with multiple tightness checks. Were there any issues with device use/firing? No, other than unformed staples it seemed to work appropriately. What confirmation was received that the device completed the firing sequence? Sound of firing, crack of the washer being cut, green check mark. Cut of the plastic washer was visually confirmed. Donuts looked perfect. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2. Was there any difficulty removing the device? No. It came out easily. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Yes, they were complete and intact. Thick and described as ¿perfect¿. Were there any issues noted with staple formation? If so, please describe the shape and location. Yes. Loose staples were observed to have started to form, but just the tips were bent slightly. It did not form the b shape. The surgeon describes the tissue as normal. He does not feel that there were any contributing patient factors. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? The surgeon believes the complication was entirely related to a deficiency of the device. The patient is still in the hospital, as of today, three weeks and two days. The patient has had complications with the ileostomy, including swelling, obstruction, and currently, high output. These complications are the reason for the extended hospital stay.

Manufacturer narrative:
(B)(4). Date sent: 10/2/2024. Corrected data: 6. Medical device problem code.